Manufacturer narrative:
Correction. B5 - describe event or problem - clarification of event description.

Event description:
It was reported that a plate installed over a defect without a supporting bone or bone graft has become broken. It was removed and replaced.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported that a plate broke. It was removed and replaced.